Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-5312 (B)(4) description: scs charger 2.0 it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a blister over the ipg site after charging. The patient was prescribed an antibiotic cream to heal the skin and reduce the size of the infection. The patient is doing well and healing properly.